Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not showing up on multiple stations. A technical support specialist dialed into the server and ran a downtime query, which showed that carefusion coordination engine (cce) messages were not current, restarted the external messaging service, then re-ran the downtime query and confirmed that the messages were displaying as current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer informed that when a nurse signed into the station and clicked on view patient list, an error message appeared on the screen. (Error message: too many patients on the floor.) Due to this error, the patient list did not populate. They were able to type the names of the patients in order to view them and remove meds for the patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.